Event description:
It was reported that there was particulate matter inside of an intravia empty container. The particles were described as translucent, ¿about the size of a ballpoint pinhead with a flattened piece extending from the rounded area¿, and freely floating. This was noticed after the bag was filled with fentanyl, bupivacaine, and sodium chloride. The reporter stated that the particles were then removed from the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Visual inspection of the device identifies a loose particulate matter inside the fluid path. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This was noticed in (B)(6) 2014. The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.